Manufacturer narrative:
The small grasping retractor instrument was received for failure analysis. A visual inspection found the instrument to have a broken distal pitch cable at the clevis hub. The broken cable segment that contains the crimp was missing from the clevis. The cable was fully broken. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage.

Event description:
It was reported that during a da vinci-assisted left hemicolectomy procedure, the cable on the tip of the small grasping retractor instrument snapped and a fragment fell inside the patient. The fragment was retrieved during the same procedure which was completed robotically. No other additional information has been provided at this time.